Manufacturer narrative:
The mr device was being used for a diagnostic scan and the customer alleges that the patient got their arm lacerated against the arm board when the arm board came in contact with the qbc (quadrature body coil) bore edge. The customer confirmed that they did not see the incident that caused the injury as it occurred and noticed the impact to patient only when the patient was removed from the bore. It is assumed that one of the edges of the arm board got caught against the edge where the qbc liner is supposed to be and as the patient support/bed advanced into/out from the mr system¿s bore, the part of the patient¿s arm that was exposed to the arm board experienced the observed laceration. Upon further internal investigation at the customer site, a philips field service engineer (fse) confirmed that the customer had removed the qbc liner/seal at some time before the procedure had started. The fse also noted that the arm board that was being used at the time of the incident was not a philips part the fse was able to confirm this by searching for the armboard¿s product code in philips internal database without being able to find that specific code in the database. Removing the qbc seal and using non-philips approved accessories are both violations of the prescribed safety instructions for safe and effective use of philips mr systems. The customer should have contacted philips about the removal of the seal and have the system repaired before clinical use. Finally, the fse informed the customer that both the body cover and rubber qbc seal needed replacement to repair the system. The qbc seal that was missing and the bore cover were replaced the system was handed back to the customer for use.

Event description:
Philips received a report that a patient was injured as a result of her arm getting caught between an arm board, a positioning aid, and the bore liner. This resulted in a laceration that required intervention using stitches.

Manufacturer narrative:
Philips has started an investigation, a follow up will be submitted once completed.